Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and was unable to duplicate the reported issue. Fss replaced the instrument manager/disk on chip printed circuit board (pcb), hard drive, network adapter pcb and ethernet cable. After replacing the parts, fss booted the system up repeatedly with no errors. Fss also simulated several times, the doctor procedure in which the error happened and did not get any 2012 error message during the simulated procedures. Fss performed the field service checklist on the unit and the system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred when they selected "end case" at the end of a case with the whitestar signature system. It was reported that rebooting the system cleared the error. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.